Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that someone from the facility called and stated someone just sat in the chair and the frame bent.